Event description:
It was reported that the buttons on the insulin pump were unresponsive. No further information reported.

Manufacturer narrative:
The pump was received with intermittent buttons due to light moisture damage to the keypad traces. The pump also had minor scratches on the lcd window, and cracked battery tube threads.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.